Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and the titanium adapter; further described as "the transfer set ripped off." This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.